Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 600 mg/dl. The customer explained that their blood glucose stayed at 600 mg/dl for two hours and would not lower. The customer believed that the issue was the insulin. The customer stated that they would go to the hospital for new insulin and contact their doctor the next day. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.